Event description:
The customer reported that after 20 minutes of treatment time, the nurse recognized that there was a big blood leak between the return line and the catheter from the pt. The machine did not trigger any alarm. Facility's nurse stopped the treatment and disconnected the pt. The pt lost 250 ml of blood. The pt did not exhibit any symptoms or require any medical intervention as a result of this incident. As biomedical technician arrived at the hospital, facility staff had already started another treatment, so it was not possible to save the events history of the machine. The problem was located at a 3-way-stock-valve which was inserted between the return line and the catheter to give the pt drugs, if necessary. On this 3-way-stock-valve the connector from the return line of the prisma set was not tightened enough on the junction and came off during the treatment.

Manufacturer narrative:
Add'l info: according to further info received, the nurse discovered the blood leak signs in the pt's bed. Contrary to the initial condition reported, the disconnection was discovered between the catheter and the 3-way-stock-valve, and not between the return line and the catheter. The prisma machine was inspected and all pressure sensors were found to be within manufacturer's specifications. No problem was found. The machine was authorized to be returned to service. There is no evidence that a prisma malfunction caused or contributed to this adverse event. It is likely that the blood leak was caused by a clinical process defect during the connection between the 3-way stopcock and the pt's catheter. Following a gambro dasco request, facility procedure of pt connection has been modified including an inspection, before the treatment, of the connections between different devices connected to the machine. It is likely that the pressure alteration caused by the blood leak was too low to be detected by the machine with the proper alarm. It is unk if the use of stopcocks in the extracorporeal circuit and the working environment where it is used, could alter the circuit pressure in a way that could prevent the prisma machine from detecting disconnections of the set. Gambro is also conducting technical investigations for the other gambro devices (prismaset and catheter) involved in this event. Those investigations are still in progress. Should the results of either investigations provide additional significant info, a follow-up MDR will be submitted by the involved manufacturer. This event is being reported under the MDR 2-year rule, regardless of any pt injury.